Manufacturer narrative:
Pump was received with dog chew marks. Unable to power on device to due battery tube threads being disfigured and not allowing a battery to be installed. Unable to perform displacement test due to disfigured battery tube threads.

Event description:
The customer reported via phone call that insulin pump was received for unknown reason. The customer's blood glucose value was 270 mg/dl. The customer was using the old pump she didn't want to take manual injection. The insulin pump will be returned for analysis.